Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. In addition, the rear response button was not functional. The cause for the failure was a cut rear response button cable. The root cause for the shorted c1 capacitor could not be positively identified. The root cause for the cut response button cable could not be positively identified. Device evaluation of batteries sn (B)(4) and sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified monitor sn (B)(4) mfg. Date: 03/04/2015, battery sn (B)(4) mfg. Date: 10/05/2015, battery sn (B)(4) mfg. Date: 10/01/2014. No adverse event resulted from the defective monitor and batteries.

Event description:
A us distributor returned a patient's monitor and both batteries and reported that the monitor was unable to power on and the batteries were unable to power on a monitor.